Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and a bolus was delivered to address bg. Customer alleged infusion site may have been the cause. During pump system check with tandem technical support, the pump time was found to be incorrect. Customer had not adjusted the time during daylight savings. Customer declined to complete the system check.